Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with extreme dizziness. Device interrogation revealed noise and elevated threshold measurements on the right ventricular (rv) channel. Additionally, high rate pacing was noted over the past several days. A revision procedure was performed and the device and this rv lead were removed from service and replaced. It is unknown if the lead had sustained a fracture or if there could be a potential header issue with the device. No additional adverse patient effects were reported.